Event description:
The surgery center reported a 284-phaco power supply error. The surgery center attempted to use another handpiece accessory to resolve the error displayed but it was not resolved. The initial report indicated there was no patient involvement and no treatments were delayed. Through follow up of field service visit, an amo field service specialist indicated there was a smell of burnt electronics and the system emitting a strange electrical noise.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The outcome categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss).the fss was able to confirm the 284 power supply error and 118 -fluidics irrigation valve error. Upon inspection of the machine, the fss found the system had emitted a strange electrical noise and had a smell of burnt electronics. The fss found the base charger controller board had burnt components that were observed as charred. The power supply and base charger controller board were replaced. The fss indicated the power supply did not seem to be the cause of the issue but was replaced proactively. The base charger controller was burnt due to liquid was spilled onto it leading to the burnt area of components. A field service checklist was performed and completed. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.